Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a review of the pumps black box revealed cs 177 low battery warnings due to normal battery usage. The pumps current draws were within specification. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The display was found to be faded and discolored. The battery life issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.